Manufacturer narrative:
The reported field event of an inability to establish inductive telemetry was confirmed in the laboratory and was due to premature battery depletion. With an external power supply attached, the device functioned normally. No high current was detected during testing and the power consumption was normal. The original battery was returned to the vendor for further evaluation and analysis could not conclusively determine a root cause for the premature battery depletion.

Manufacturer narrative:
(B)(4).

Event description:
Additional information noted that the device was at eri/eol when device was explanted and replaced, but recent interrogation showed 2 years remaining on the device. The patient is doing fine.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that an asymptomatic patient presented in clinic. Device interrogation was unsuccessful. Telemetry test revealed that the device is unable to communicate and might not deliver a therapy if needed. Further actions will be discussed with the physician.